Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the caller believes the customer could have had low blood glucose, before death, while having a hemorrhage. The caller stated that the customer passed away at home, on (B)(6) 2015. The cause of death was hemorrhage by dialysis graph along with a serious infection. The caller stated that the customer had many medical conditions over the years, while treating her diabetes. The customer had kidney failure, high blood pressure, hypothyroidism, retinopathy, hypertension, hypotension, neuropathy on her feet and lost her toes, had gallbladder removed and was put on dialysis, had multiple infections over the years, such as her spine, which left her immobile. The caller did not know the customer's blood glucose at the time of death. However, the customer's blood glucose was 135 mg/dl in the morning of passing, which occurred three to four hours later. The customer was wearing the insulin pump and a sensor at the time of death. The caller no longer has the insulin pump.